Event description:
It was reported the device was being prepared for placement with patient. When opening the product, the user noted the suction port was stuck in the connector. Device not used with patient. No adverse effects reported.

Manufacturer narrative:
No device was returned for evaluation. No lot number provided, no DHR review able to be done.